Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a wrong pocket opened. The field service engineer was not able to identify the issue, contacted the tsc to open a case for hardware engineering. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a wrong pocket opened. The customer stated that they were trying to pull nifedipine xl 90 mg, but the duloxetine 30 mg tab pocket opened. There were no adverse events or injuries reported based on this event.